Event description:
It was reported by service report that the footboard missing a module. It was further reported the head right siderail was unable to be placed in the up position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - footboard modules, siderail cover was bent, preventing siderail from being able to be raised.